Manufacturer narrative:
Follow up information received on 01-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. She had been taking prescription medication in order to manage this pain (related to essure according to reporter). These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Besides, given the apparently long term nature of this pain and the fact that a medical intervention was required (presciption medication) this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Furthermore, since undergoing the essure procedure she had suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Her doctor informed that her symptoms were most likely related to her essure device. Additionally, plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. Moreover, she had since been taking prescription medication in order to manage her severe pain. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. She had been taking prescription medication in order to manage this pain (related to essure according to reporter). These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Besides, given the apparently long term nature of this pain and the fact that a medical intervention was required (prescription medication) this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). In 2015, the patient experienced back pain ("back pain"), weight fluctuation ("weight fluctuations") and headache ("headaches"). At the time of the report, the abdominal pain, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine and headache outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine and weight fluctuation to be related to essure. The reporter commented: all symptoms started with in months of getting the device. The bleeding started 2 weeks after she received the implant and hasn't really stopped since. Plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. Moreover, she had since been taking prescription medication in order to manage her severe pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Most recent follow-up information incorporated above includes: on 29-nov-2017: new reporter added. Dob added. Event dates added. New event added: headaches. Outcome for genital bleeding added: not recovered/not resolved. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". On 29-nov-2017: company causality comment replaced with standard comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). In 2015, the patient experienced back pain ("back pain"), weight fluctuation ("weight fluctuations") and headache ("headaches"). At the time of the report, the abdominal pain, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine and headache outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine and weight fluctuation to be related to essure. The reporter commented: all symptoms started with in months of getting the device. The bleeding started 2 weeks after she received the implant and hasn't really stopped since. Plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. Moreover, she had since been taking prescription medication in order to manage her severe pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-nov-2017: new reporter added. Dob added. Event dates added. New event added: headaches. Outcome for genital bleeding added: not recovered/not resolved. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". This case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. She had been taking prescription medication in order to manage this pain (related to essure according to reporter). These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Besides, given the apparently long term nature of this pain and the fact that a medical intervention was required (prescription medication) this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C03081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ex-smoker, caesarean section in (B)(6), gravida ii and parity 2. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). In 2015, the patient experienced back pain ("back pain"), weight fluctuation ("weight fluctuations") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine and headache outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine and weight fluctuation to be related to essure. The reporter commented: all symptoms started with in months of getting the device. The bleeding started 2 weeks after she received the implant and hasn't really stopped since. Plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. Moreover, she had since been taking prescription medication in order to manage her severe pain. Trailing coils- left 10, right 8. Diagnostic results: hsg 3 months (as written). Last pap (B)(6) 2013 was negative, g. Vaginalis positive. Most recent follow-up information incorporated above includes: on 04-dec-2017: reporter added. Essure lot number added, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C03081-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included smoker, caesarean section in 2009, gravida ii and parity 2. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/pain during intercourse followed by bleeding") and migraine ("severe migraines"). In 2015, the patient experienced back pain ("back pain"), weight fluctuation ("weight fluctuations") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and coital bleeding ("pain during intercourse followed by bleeding"). Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, headache, pelvic pain and coital bleeding outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: current weight:205. All symptoms started with in months of getting the device. The bleeding started 2 weeks after she received the implant and hasn't really stopped since. Plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. Moreover, she had since been taking prescription medication in order to manage her severe pain. Trailing coils- left 10, right 8. Diagnostic results: hsg 3 months (as written). Last pap 23sep2013 was negative. G. Vaginalis positive. Concerning the injuries reported in this case, the following one was reported in patient¿s medical record: did not undergo essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: update of quality-safety evaluation of ptc( invalid batch and FDA codes added). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C03081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included smoker, caesarean section in 2009, gravida ii and parity 2. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/pain during intercourse followed by bleeding") and migraine ("severe migraines"). In 2015, the patient experienced back pain ("back pain"), weight fluctuation ("weight fluctuations") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and coital bleeding ("pain during intercourse followed by bleeding"). Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, headache, pelvic pain and coital bleeding outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: current weight:205. All symptoms started with in months of getting the device. The bleeding started 2 weeks after she received the implant and hasn't really stopped since. Plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. Moreover, she had since been taking prescription medication in order to manage her severe pain. Trailing coils- left 10, right 8 diagnostic results: hsg 3 months (as written). Last pap (B)(6) 2013 was negative. G. Vaginalis positive. Concerning the injuries reported in this case, the following one was reported in patient¿s medical record: did not undergo essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added pelvic pain, pain during intercourse followed by bleeding and did not undergo essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.